Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the extension set mated to a CT injector repeatedly when it reached the pressure limit the set disconnects from the injector. The customer stated that this occurred several time however a quantity was not provided. Although requested, there was no additional event details/product information provided.